Event description:
It was reported to manufacturer that the magnet is not working as effectively as it had in the past, and that the magnet mode stimulation is not perceived when swiped. The physician performed systems diagnostic, normal mode, and magnet mode diagnostic tests and all results indicated normal device function. The physician stated, that the patients' voice was "warbly sounding with stimulation". The physician increased the magnet output current to 2.0ma, and when the magnet was swiped, the patient had a strong reaction. The magnet was then swiped again and the patient did not react as strongly. Additionally, the physician stated that at this office visit, the magnet was swiped a total of four times, and when they looked at the magnet history, it only showed two additional magnet swipes. Attempts to obtain additional information regarding additional troubleshooting from the physician have been made, but have been unsuccessful to date. The physician has opted to refer the patient for a generator replacement due to the magnet not working properly.